Manufacturer narrative:
Pt info not provided by reporter. (B)(4).

Event description:
The balloon ruptured at approximately 6 atm during an in-stent restenosis angioplasty. Upon removal of the balloon, it was noticed that a portion of the balloon was missing. Lab eas unable to locate the missing portion of the balloon but did establish that blood flow was patent throughout the extremity. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.